Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 6260-9-040; v40 cocr lfit head 40mm/-4; lot# mhp9t0. Cat# 623-00-40f; trident 0 deg insert 40mm; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported the patient's right hip was revised due to possible infection. Intra-operatively, it was discovered the stem was loose. The stem, head, and poly liner were revised to competitor femoral components and another stryker liner. Rep provided explant pictures and confirmed that no further information will be released by the hospital or surgeon.